Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/29/2016. The fse found the tubing to the probe rinse block (rb1) disconnected at the port and he routed tubing to avoid pulling on line to probe rinse assembly. He cleaned area with bleach and reconnected tubing to resolve leak. The fse performed verification of instrument to meet the specified requirements per established procedures.(B)(6).

Event description:
The customer reported receiving incorrect differential (diff) results and a clear fluid leak of approximately 10 ml from a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face protection and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection to the event. Patient samples were re-run on an alternate instrument with correct results reported out of the laboratory.